Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During the procedure, an electrocautery scalpel was used. After the electrocautery was used, the pacemaker exhibited pacing inhibition causing the patient to go into cardiac arrest for twenty seconds. The pacemaker was then explanted and replaced. There were not further adverse consequences to the patient.

Manufacturer narrative:
Final analysis found cautery marks on the device. Per the device manual, exposure to cautery can cause asynchronous or inhibited pulse generator operation. The damage is consistent with surgical damage. The device was otherwise normal. No anomalies were found.